Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that it was chipped out on lower left front corner. During the power up process and check and test force sensor testing, error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be plunger cable does not operate as intended. Replaced plunger cable. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor test is failing. No patient injury was reported.